Manufacturer narrative:
Two (2) pictures were provided for evaluation. Unable to determine failure from the photo provided. No physical damage or other anomalies were observed. Received three (3) used. List #mc100, microclave¿ clear neutral connector; lot #unknown. One (1) used. List #unknown, extension set with filter; lot #unknown. Leak tested and confirmed customer complaint of leaking. Tubing failed the tensile strength test. Probable cause tubing connection not fully bonded during manufacture. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 8/16/2024.

Event description:
It was reported that a microclave¿ clear neutral connector generated a total parental nutrition (tpn) leak during patient use. It was stated in the report that the product problem was leaking. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.